Event description:
It was reported that the right atrial (ra) lead was dislodged approximately two weeks after implant. The ra lead was re-positioned and remains in use. No patient complications have been reported as a result of this event.